Event description:
A report was received stating a specialized tracheal tube experienced a break in the flange subsequently causing spontaneous extubation of the tube from the patient. It was reported that this particular tube had been used in the patient for several years. The patient's caregiver acknowledged they were aware that tracheal tubes should be replaced every 29 days. There was no harm to the patient at the time of the event.

Manufacturer narrative:
The device was reported to be discarded by the customer. There will be no device returning for further analysis. (B)(4).